Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) was explanted and replaced. There were no patient consequences.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited an unexpected mode switch. The patient was asymptomatic. Further information was requested but not received.